Event description:
Reporter alleged blood glucose measured 34 mg/dl back to back with a result of 380 mg/dl when testing was performed within 10 minutes of each other. It was stated customer tested on a different meter and result was 125 mg/dl. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.